Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that before PICC dressing change, patient's father increased resistance when flushing PICC. Father stated it was from a kinked catheter under dressing. Extension with integrated needleless connector changed and started to flush catheter. PICC hub disconnected from PICC catheter and fell. Needed urgent PICC rewire/replacement in interventional radiology